Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has alarmed software error multiple times and customer is unable to clear the alarms. It was stated that blood glucose is normal; customer did not require medical treatment. Nothing further reported.